Manufacturer narrative:
(B)(4):a review of the pump history revealed one call service 012 alarm and no bolus history recorded on the reported complaint date. The pump was exercised for 24 hours and all boluses were successfully performed with no cs012 alarm reproduced. The reported issue was found in pump history but not duplicated during testing.

Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump emitted a call service alarm that could not be cleared by the user. The call service alarm had reportedly occurred three or more times in a 30-day period. There was no reported adverse event associated with this complaint. This complaint is being reported because the call service alarm emitted by the pump alerted the user that during a bolus delivery, the bolus may not have been recorded in the pump's history. This complaint was not resolved through troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted areview of the device history record for this pump and confirmed that it was operatingwithin required specifications at the time of release. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. Noconclusions can be made at this time.